Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that new sensor message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. In addition, an early sensor expiration due to potential patient misuse was found on (B)(6) 2020. No injury or medical intervention was reported.